Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. One opened and one unopened samples were received for examination. The samples were visually inspected and tested for flow. All test results were within specifications.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion sets have leaked insulin between the self- adhesive and cannula several times over the past 6 months. The infusion sets are changed every 4 days, and the patient was referred to the manufacturer recommendations. His blood glucose elevated as high as 300 mg/dl as a result, and he changed the infusion set and delivered insulin via the infusion device. The infusion sets were requested for evaluation.